Event description:
It was reported that a 56-year-old caucasian female who underwent breast reconstruction revision with 400cc mentor memorygel breast implants experienced right sided granuloma with gel bleed and left sided rupture post procedure. The issues were diagnosed through magnetic resonance imaging. As a result, replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-09641 for contralateral prosthesis report.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).